Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient's current status was recovery without sequelae. The need for catheter revision and surgery had been resolved with the surgery that took place on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient's current status was recovered without sequelae. As of (B)(6)2018, the patient had no symptoms but the pump was being replaced. The doctor was unable to withdraw, so the patient was sent to "acute care," but they were also "unable to withdraw." The physician reported that the event was a pump/catheter issue, not lioresal.

Manufacturer narrative:
Product ID: 8709sc, lot# n309833001, implanted: (B)(6) 2012,product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n309833001, ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal at a dose of 382.9 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the rep was notified that the rep needed to be at a catheter revision on (B)(6) 2018. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved at the time of this report. Surgical intervention was planned for (B)(6) 2018. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
Product ID: 8709sc, lot# n309833001, implanted: (B)(6) 2012, product type: catheter. Analysis of the catheter (lot# n309833001) found a break in the catheter. Visual inspection of the sutureless connector (sc) identified coring in the cup of the connector. Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Analysis of the pump (sn: (B)(4)) identified dents on the outside surface of the pump that is consistent with explant damage. The dents did not affect the performance of the pump in the laboratory. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdp (B)(4) no longer applies and fdd (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and consumer (con) via a manufacturer's representative (rep). It was reported that the patient was experiencing a return in symptoms. Approximately over the past month, the patient's mother had noticed a change in the patient's therapy with a slight return of spasticity. It was confirmed there were no falls or trauma. The managing hcp wanted to replace the patient's 20ml pump with a 40ml if physically possible. The pump was close to elective replacement indicator (eri was in 10 months) so they were doing a pump replacement and catheter revision on (B)(6)2018. The managing hcp opted for sooner pump replacement because of catheter concerns. The hcp confirmed a complete fracture of the catheter from the pump (distal end before connector piece). A generous amount of medication was visible in the patient's pump pocket. They got good cerebrospinal fluid (csf) backflow from the spinal segment once the existing catheter was cut for the revision. An untrimmed proximal piece was added to the existing spinal catheter that was trimmed 17cm off from 60cm. The 20ml pump was replaced with a 40ml. The intrathecal baclofen (itb) dose would be decreased to 96.1 mcg/day/lowest dose in s.c. For that 2,000 mcg/ml concentration. The pump was to be returned, which had nothing wrong with it,and the pieces of the affected catheter to the manufacturer for analysis.

Manufacturer narrative:
Product ID 8709sc lot# n309833001 serial# implanted: (B)(4) 2012 explanted: product type catheter : analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion code (B)(4) no longer applies to this event and has been updated to (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was received. Conflicting information stated the pump was explanted on (B)(6) 2018, however records indicated the device was actually removed (B)(4) 2018. Conflicting information also stated that the drug in the pump was "unknown", however, logs confirm the pump contained baclofen (2,000 mcg/ml, 382.9 mcg/day) as previously reported. The reason for explant was "routine pump replacement".